Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during therapy, it was reported that the primary set disconnection caused the patient to bleed out from the IV set. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device was not returned for further evaluation; however, one (1) picture was provided by the facility for evaluation. The photo showed the set to be detached at the sonic weld of the backcheck valve. The photo confirmed the set to be detached at the sonic weld of the backcheck valve. Although the defect was confirmed, the exact root cause of the weakened/leaking sonic weld of the backcheck valve could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection, an unidentified luer connector was noted to be broke off in the port of the proximal caresite valve. Although the picture provided by the customer confirmed a bad sonic weld of the backcheck valve, upon visual inspection of the actual returned sample, an unidentified luer connector was noted to be broke off in the port of the proximal caresite valve. Leakage at the port of the carsite valve was confirmed to be due to a luer connector broken off in the port of the proximal caresite valve. While we are unable to determine the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.